Event description:
The device has been explanted and additional report of "very hard and painful breast x 6 months...breast deformity and tenderness. Samples of the explanted device were tested revealing "sections show small groups of atypical large cells, lining the capsule" including "horseshoe shaped nuclei (hallmark cells)." Pathological markers of "positive for cd30" and "negative for alk" confirmed alcl diagnosis. Additional markers included "positive for" cd4, cd43, cd56, ema and cd15 and "negative for" pax-5, cd20, cd3, cd2, cd5, cd8, cd7, and pancytokeratin. Further consultation "didn't see any 'tumor' nor invasion of the capsule" and considered the diagnosis "t1 in the bia-alcl tnm staging system." It is unknown if the patient's symptoms have resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data. The reported event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV, ¿sending seroma fluid for bia-alcl testing¿, and seroma. The device remains implanted. This record is for an unknown side.

Event description:
Patient reported "swells and pain".